Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier stopped working. The instrument was taken out of the robot and upon inspection, it was noticed wires were loose at the end of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the event date was confirmed to be on 25-march-2024. Clip applier was loaded and inserted into the robot. When surgeon went to use the clip applier, it would not close. The surgeon tried a few times. The clip applier was taken out and examined. It was noticed upon examining that the working wires at the working end of the instrument were very loose. The clip application event caused the clip to fall into the patient. The clip was retrieved same procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a grip cable dislodged at the proximal end. Additional findings not related to customer reported complaint: the instrument was found to have corrosion. Corrosion was found on the input bearings grip. Input disk bearings exhibited orange discoloration. Corrosion was found on the proximal end of the main tube. Bearing found at the proximal end of the main tube where the main tube meets the instrument's chassis exhibited orange discoloration. The corrosion was observed to be found on the outer ring of the bearing. The complaint was confirmed by failure analysis.